Event description:
A surgeon reports a broken haptic was identified following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.